Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used on (B)(6) 2024 during a laparoscopic procedure and ¿when staff was changing the bovie tip on the plumepen ultra from the laparoscopic bovie tip to a regular bovie tip, a shard of plastic (included in the clear cup with effected equipment) from the inner part of the smoke capture housing fell off. The plastic piece did not fall into the surgical site on the patient.". There was no impact or injury to the patient or user. The procedure was completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used on 27mar24 during a laparoscopic procedure and ¿when staff was changing the bovie tip on the plumepen ultra from the laparoscopic bovie tip to a regular bovie tip, a shard of plastic (included in the clear cup with effected equipment) from the inner part of the smoke capture housing fell off. The plastic piece did not fall into the surgical site on the patient.". There was no impact or injury to the patient or user. The procedure was completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 18 reports, regarding 33 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if necessary to remove blade, 6a. Unplug the pencil. 6b. Ensure that cam is in the lock position. 6c. Use a surgical clamp and pull blade forward. 6d. Replace with blade of choice. 6e. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. We will continue to monitor for trends through the complaint system to assure patient safety.